Event description:
The customer reported a leak occurred during a chemo epoch infusion. Treatment protocol was = epoch = etoposide, vincristine, doxorubicin, cyclophosphamide, and prednisone. The patient and nurse found the wet tubing and linens. It is unknown which drug was in use and the exact location of the leak. The patient continued the chemo infusion with new tubing. There was no report of patient or staff harm as a result of the leak. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.